Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the staff reported that the clip fired incorrectly and when the surgeon took the ligamax out of the trocar, the tech was cleaning and the jaws fell apart on the back table. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). What is meant by clip fired incorrectly? Please provide more detail regarding specific issue. Clip did not fire ¿ applier jammed. Was cholangiogram done on procedure? Yes. Was clip fired over another clip or hard structure? No - just getting jammed - pushed it didn't work. Which firing of the device did this event occur on? - 2nd firing. What vessel or structure was the device fired on at the time of the event? ¿ cystic artery. Was the clip fully advanced into the jaws prior to firing? Unknown. Were there any feeding issues experienced with the device? - felt like iti jammed and then fired again. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? - no. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Jamming. Were any unexpected noises heard? If so, when? Jamming noise. The analysis results for the el5ml device found that it was returned with the shaft bent at distal end causing the internal components lose its intended position. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.